Manufacturer narrative:
(B)(4). Carefusion medical device complaints were managed handled by cardinal health under a transitional service agreement from september 1, 2009 until july 1, 2011. In retrospective review by carefusion representatives, it was determined that this event necessitates submission as an MDR in adherence with 21 code of federal regulation part 803. No instrument was received for evaluation. Since no sample was received, it was not possible to validate the deficiency or determine if further analysis was required. Although a sample was not received, a detailed review of the device history record, complaint history log, and reports of internal non-conformances was performed. No non-conforming trends or significant reports of failures from this review were identified.

Event description:
The tip broke off during use while surgeon was performing a hand procedure. The broken piece was retrieved and the case was completed without incident. On (B)(4) 2010, cardinal health spoke to (B)(6). She stated the surgeon removed the broken piece with forceps and finished the case with another instrument. Ms. (B)(6) further stated there were no medical or surgical intervention and no untoward effects to the patient.